Event description:
Customer reported the system would not boot. No patient injury was reported.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. A ge representative evaluated the system and replaced the single board computer battery. System operates as intended.